Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of quality control data confirmed that all precicontrol hiv gen 2 results for (B)(6) 2024 were within the specified ranges. The results obtained after performing the required maintenance on the analyzer were reactive, aligning with expected assay performance. The investigation was limited by the unavailability of patient sample material for further testing at roche facilities. The root cause of the initial non-reactive results could not be definitively determined; however, a lack of regular maintenance on the analyzer may have contributed to the discrepant findings. The device remains in operation at the customer site, and the customer was advised to perform all instrument maintenance as recommended.

Event description:
The initial reporter alleged false non-reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the first sample draw was tested using multiple methods. The diasorin hiv assay on the liaison system produced reactive results (ag: 2.04 s/co, ak: 0.632 s/co and ag: 2.43 s/co, ak: 0.649 s/co). Two rapid tests (determine and standard q) yielded weak positive results. The elecsys hiv duo assay produced non-reactive results across three runs: 0.776 coi (hivag: 0.745 coi, ahiv: 0.216 coi), 0.897 coi (hivag: 0.871 coi, ahiv: 0.213 coi), and 0.874 coi (hivag: 0.848 coi, ahiv: 0.209 coi) using edta plasma. On (B)(6) 2024, a second sample draw was tested. The diasorin hiv assay on the liaison system again produced reactive results (ag: 2.53 s/co, ak: 0.632 s/co). The elecsys hiv duo assay produced a non-reactive result of 0.938 coi (hivag: 0.883 coi, ahiv: 0.317 coi). Hiv viral load testing on the cobas 6800 system detected 7.34e+005 cp/ml. On (B)(6) 2024, a roche representative tested the edta plasma sample (drawn on 04-jan-2024) at a different laboratory using the elecsys hiv duo assay, which produced a reactive result of 1.11 coi (hivag: 1.09 coi, ahiv: 0.225 coi). The representative then returned to the customer site, performed daily and weekly maintenance on the cobas e 801 analytical unit, and re-ran the sample using both a new and an old reagent pack. The results were reactive: 1.07 coi (hivag: 1.05 coi, ahiv: 0.217 coi) with the new reagent pack and 1.12 coi (hivag: 1.10 coi, ahiv: 0.215 coi) with the old reagent pack. The customer reported the results as inconclusive to the physician. No adverse events were reported as a result of the non-reactive results.